Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: the product was received in a jar with liquid. The product is inspected by a qualified inspector using a microscope with a 12x magnification, no anomalies were found. Manufacturing record review: the manufacturing process record was evaluated. No product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 23.0 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2018. It was later explanted on (B)(6) 2018 due to blurry distant and close vision. A zxr00 22.0 diopter iol was implanted as a replacement. No vitrectomy was performed, no incision enlargement and no sutures were used. Through follow-up communication, it was learned that the patient first complained of blurry vision on (B)(6) 2018. The patient was reported doing well post lens exchange. No additional information was provided.